Event description:
It was reported that this right ventricular (rv) lead exhibited an alert due to pacing impedance measurements of greater than 2500 ohms. The impedances had been gradually increasing over approximately seven months. There were no stored episodes of noise. The patient was brought to their clinic and the impedances were normal and they could not reproduce any high measurements. The patient therefore would continue to be monitored. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).